Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the cause of the reported local reaction and its relationship to the mynx device could not be conclusively established, however, it was reported that the local reaction was due to initial prep and re-prep prior to sheath pull and vascular device deployment. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that during a follow up visit 7 days after a mynxgrip device was for vessel closure, a local reaction was observed. The patient was referred to a vascular surgeon at the same facility who performed an incision and drainage in his office to resolve the issue. Oral antibiotics were prescribed and the patient was discharged as planned. It was subsequently concluded that the issue was due to the hospital's sterile technique while prepping the incision site prior to the procedure and cleaning the incision site post procedure. No further information is available.